Event description:
The customer obtained a false low ckmb result of 0.30 ng/ml on 3 patient sample the same sample was repeated and the customer obtained results of 3710 ng/ml and 35.40 ng/ml. The based low result was not reported to the physician. There was no report of patient harm as a result of this event.